Event description:
The fse, during the on site eval reported that the systems saved thumbnail image did not match the image on the left monitor. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and put back into service.